Manufacturer narrative:
A review of the device history record was performed and no issues were noted. There are no other complaints associated with this lot number of devices. A review was also performed on the balloon tubing used to manufacture the balloons used on this device. No other complaints were associated with the tubing used to manufacture the balloons. Review of data from the user facility shows that the device was being used off-label for aortic valvuloplasty. This catheter is only approved for pulmonary valvuloplasty. It is unknown as to what pressure the balloon was taken to and what pressure the balloon burst at. An inflation device with pressure gauge was used, however, the pressure was not recorded by the user facility. The following warning is listed in the IFU, "caution: do not exceed the rbp. An inflation device with pressure gauge is recommended to monitor pressure. Pressure in excess of the rbp can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath." Two comparative catheters were pulled and tested. Both devices were the same catalog number but from a different lot number. The balloon tubing used for the two comparative catheter was the same balloon tubing used on the complaint catheter. The first balloon was immersed in a body temperature water bath and inflated until it failed. The first comparative catheter balloon did not burst until 3 atm, which is above the labeled rated burst pressure of 2 atm. It was a clean longitudinal burst. The second balloon was immersed in a body temperature water bath and inflated until it failed. The second comparative catheter balloon did not burst until 2.5 atm, which is above the labeled rated burst pressure of 2 atm. It was a clean longitudinal burst.

Event description:
Balloon burst.